Event description:
It was reported through the FDA medwatch program that during perfusion, the organox metra began delivering message codes indicating no hepatic artery flow. The liver was unable to be placed for transplant due to time restrictions.

Manufacturer narrative:
Additional information for this event could not be obtained. Therefore, further investigation of the reported event could not be performed. If additional information is received, a supplemental MDR will be submitted in accordance with 21 cfr 803.